Manufacturer narrative:
Based on the available information, the event is deemed to be a serious injury. Additional patient/event details was requested, but not yet received at this time. Should additional information become available, a follow-up report will be submitted. (B)(4). Height: 63 inches.

Manufacturer narrative:
The original equipment manufacturer (OEM) reviewed the batch record for lot# 1093577783 and found no discrepancies. This complaint will closed with no further actions. This issue will be monitored through the post market product monitoring review process. No additional patient/ event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
End user reported red weepy skin with blisters surrounding stoma under product (used 3 out of 10). End user was advised to discontinue using the product and was sent alternate product samples and recommended to adjust ostomy belt for a looser fit. The end user reported that her process for ostomy care is as follows: applies senicare adhesive remover, followed with water only then applies senicare protectant spray and then applies (B)(4) seal and wafer, uses with belt. The end user saw two local ostomy nurses, who recommended lotrimin powder to area and placed end user in closed end one piece appliance. The ostomy nurse took a culture. The end user's surgeon prescribed diflucan by mouth.